Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The received implant shows nearly no bone attachment and there is also no fragment of the abutment stuck inside. Changed failure mode to implant loss and opened new complaint for the abutment.